Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted all leaflets were slightly stiff but flexible and in the closed position. An intercuspal hematoma was observed on the left cusp and right cusp at inflow aspect. All commissures were intact and no evidence of commissure dehiscence was present. At the inflow aspect, the tissue of the right cusp at point of coaptation was thickened with pannus. A thin layer of pannus lined the base stitching, extending 1-3 mm onto all leaflets into the inferior coaptive areas. Remnants of pannus were found attached to the sewing ring and an unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography revealed minimal calcification on the free margin or lunula area of the leaflets. Conclusion: based on the available information, the paravalvular leak (pvl) was not related to product quality, performance or manufacturing process. Reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 4 months post implant of this bioprosthetic valve in the aortic position, the valve was explanted and replaced with a non medtronic valve. The reason for replacement was reported as moderate aortic paravalvular regurgitation. Pre-operative ultrasound revealed an enlarged sinus of valsalva (sov) in the vicinity of the valve, creating a gap between the proximal part of the valve and the wall of the sov. The customer indicated that the valve itself had good patency and stated there was no causal relationship between the medtronic valve and enlarged sov. No additional adverse patient effects were reported.